Event description:
Post-hysterectomy abscess [slurry] [postoperative abscess]. Case description: spontaneous report received on 03/17/2008 from a physician regarding a female patient of unknown age, initials, who developed a pelvic abscess after the application of seprafilm (slurry). The patient underwent a laparoscopic assisted vaginal hysterectomy on an unknown date, and sepraslurry was used during the procedure. At an unspecified time after the procedure, the pt developed a pelvic abscess (quite messy). At the time of this report, the outcome was unknown.